Event description:
It was reported that there was no flow from a large volume infusor. The device was completely full when it was brought back to the hospital. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Device was manufactured from august 28, 2012 to august 29, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.